Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse, that the customer has been off the insulin pump for 5 weeks, due to being in the hospital for a broken hip. It was reported that the customer is trying to get back on the insulin pump but it will not turn on. No additional information was provided.